Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test. Device received with cracked reservoir tube lip, broken battery tube threads, cracked belt clip slot, cracked case from reservoir tube window corners, cracked reservoir tube window, cracked case from display window corner, cracked case and corroded battery tube. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was turning on. Customer stated that insulin pump was not drop or bumped and not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.